Event description:
The sales representative reported that in 2008, during an initial transforaminal lumbar interbody fusion surgery on a female, the surgeon was implanting a short size speedlink adjustable length transverse connector. As the surgeon was maneuvering the device, he double bent it, and it broke. The surgeon intervened, removed the connector and replaced it with a medium size of the same device. The surgery was completed as indicated. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon return of the product.